Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigation did not replicate nor confirm the reported complaint. The maryland bipolar forceps instrument was placed and driven on an in-house system, passed the recognition and engagement tests, and moved intuitively with full range of motion in all directions. The grips/tips of the maryland bipolar forceps instrument opened and closed properly. The housing was removed, and no damage was observed. No product issue was identified. The probable root cause of the unnatural motion of the maryland bipolar forceps instrument may be attributed to customer-induced problems, including misuse of the product and recognition issues.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the maryland bipolar forceps (mbf) instrument be returned for evaluation, however it has not yet been received. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. No image or video was provided for review. A review of the instrument log for the maryland bipolar forceps instrument (part number 471172-16/ lot number n10210125 0155) associated with this event has been performed. Per logs, the maryland bipolar forceps instrument was last used in a procedure on (B)(6) 2022 on system (B)(4). The alleged instrument had 10 remaining usable lives. This complaint is considered a reportable malfunction event based on the following conclusion: it was alleged that the maryland bipolar forceps instrument moved with unintuitive motion. Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the maryland bipolar forceps instrument had an unnatural motion. A similar backup instrument was used to proceed. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 07-oct-2022: the maryland bipolar forceps instrument did not respond correctly to surgeon¿s hand control. The instrument moved in an unintended direction.